Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluation was performed. The device failed to detect an upstream occlusion in under 7 minutes while running at a rate of 40 ml/hr. The upstream sensor will be replaced.

Event description:
It was found during a baxter evaluation that a pump failed the upstream occlusion detection test. There was no pt involvement.